Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/24/2013. A review of the device history record has been completed. No deviations or non-conformances noted the event of breastfeeding difficulties is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Breastfeeding complications ¿ breastfeeding difficulties have been reported following breast surgery, including breast reduction and breast augmentation surgery. A periareolar surgical approach may further increase the chance of breastfeeding difficulties.

Event description:
Patient reported having experienced ¿not enough milk production¿ (inability to breastfeed). Side was unspecified, this record is for the left side. Patient also reported a left side deflation. No treatment or surgical reoperation has occurred, device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and a flat crease. A leak test was performed and an opening was found on the device. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. The fill test inspection was performed, and determined that there was no blockage discovered. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage.

Event description:
Patient reported having experienced ¿not enough milk production¿ (inability to breastfeed). Side was unspecified, this record is for the left side. Patient also reported a left side deflation. Device has been explanted.

Event description:
Patient reported having experienced ¿not enough milk production¿ (inability to breastfeed). Side was unspecified, this record is for the left side. Patient also reported a left side deflation. Device has been explanted.